Event description:
A report was received that a patient is scheduled to undergo a pocket and lead revision procedure. The patient's pocket site is located on his back and he would like it relocated to his stomach, as it is difficult to use the remote control. The patient's paddle lead will be replaced because the lead had migrated and is now exhibiting high impedances. The patient can also feel the lead extension in his back, it is uncomfortable and he would like it to be removed.